Manufacturer narrative:
H6: previously applied codes fdc d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: unknown, UDI#: unknown. Additional information received shows that there is no information to reasonably suggest that the patient interface in this report may have caused or contributed to a death or serious injury or that the patient interface in this report has malfunctioned. Therefore, this device does not meet the reporting requirements in 21 cfr 803. H6: previously applied codes fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, the patient interface worked fine with another console. Brought in another nim to finish procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: unknown, ubd: , UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a case, electrode check was initially passing, but they had false negative results when used wired connection to pi box. When they stimulated the nerve, they got an audible tone but no output or response on the screen. They tried a new stim probe, increased and decreased stimulus with no change. There was no patient impact.